Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that second occurrence of replace battery alert. The customer reported no keys were responding. The customer¿s blood glucose level was 249 mg/dl at the time of the incident. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The insulin pump will not be returned for analysis.